Event description:
It was reported that the iab was inserted in the "ccl". At the onset of pumping, the pump experienced gas leak alarms. The pump and tubing were exchanged, but the alarms continued. Then the iab was removed and replaced without any complications.